Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with visible damage/meter arrived with a blackened, cracked and discolored lcd display. The meter does not display anything on the lcd display. Returned test strips no evaluated due to meter inoperability. Root cause: user mechanical stress. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No medical attention reported since last call.

Event description:
Customer complained of defective lcd and unable to test. Meter does not go to test mode when test strip is inserted. Customer states meter screen displays a black dot that looks like an oil stain. Expected fasting range is 73-314mg/dl. Unable to verify results in memory. Customer was hypoglycemic in the morning and paramedics were called; customer states that prior to paramedics being called she became hypoglycemic and a family member called the paramedics because she was unresponsive, customer was taken to ER. Customer states blood glucose level with paramedics was 24mg/dl and was not able verify what treatment was given. Diagnosis was hypoglycemia. Blood glucose levels went up after being in the ER that morning and customer was sent home. Customer is not on insulin and did not took any medication prior to going to the emergency room. Customer denies having signs and symptoms of hypoglycemia and denies need for medical attention at the time of the call.